Event description:
Wife of home pt reported a leak with the transfer set during use. Rn noted surgeon had incorrectly connected the transfer set to the home pt catheter adapter. Rn reported transfer set was changed the following day, and home pt was treated with 1 gm kefzol for seven days as a precaution. No home pt injury reported as per rn.